Event description:
A surgeon reports that one day following intraocular lens (iol) implant surgery, the pt was examined and a haptic was seen protruding from this iris. The surgeon reinserted the haptic without difficulty and the iol remains implanted.